Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 25 mg/ml for a total dose of 2 mg/day and clonidine 1000 mcg/ml with an unknown total dose via an implantable pump for non-malignant pain. It was reported a premature motor stall occurred. The rep found out about the issue/motor stall today ((B)(6) 2018) in pre-operative. However, according to the pump reading and the patient, the motor stall happened approximately 45 days ago. Pump logs showed a motor stall occurred and stopped pump period may exceed tube set. The pump logs indicated that the catheter length was an estimate and the patient has a 8731, but did not know the length. A new pump segment was added (150 cm). The pump logs also noted a stopped pump and that the pump was shut off for 1092 hours and 15 minutes. There were no known factors that may have contributed or led to the event. It was noted that no troubleshooting or diagnostics were known. Actions/interventions included surgical intervention where the pump and catheter were replaced on (B)(6) 2018. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. It was noted the pump will be returned to manufacturer, but the hospital currently had possession of the pump. The event date was (B)(6) 2018. No further complications were reported/anticipated.